Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 432-451 mg/dl. The customer attempted to resolve bg with a manual injection however, was ultimately take to the hospital with diabetic ketoacidosis. The customer was treated with intravenous fluids of saline and insulin which resolved bg. The customer was discharged two days later with no permanent damage. Tandem technical support performed a pump system check and the pump was functioning as intended.